Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing. Possible causes were discussed. The patient was presented to the clinic, and an x-ray was performed. Upon review, it was noted that the electrode was slightly under-inserted. Subsequently, a revision procedure was performed, the electrode was reconnected to the s-ICD and the s-ICD system was put in the body. However, the noisy oversensed was still observed. The physician opted to replace the s-ICD, while the electrode remains in service. No additional adverse patient effects were reported.